Manufacturer narrative:
The results of the eval are not available at the time of this report.

Event description:
The event is described as: for cardiac bypass surgery, the surgeon found that the knob on the device could not be rotated. Upon finding this issue, the operator replaced it with another device. No pt injury reported.